Event description:
It was reported that the pump touch screen was cracked and unreadable. Customer¿s blood glucose (bg) level was "high"; although specific value was not provided. The elevated bg was addressed by a correction bolus via the pump. Customer reverted to an alternate method of insulin therapy.